Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead dislodged once placed, and on attempting to re-position, it would not retract fully and would not deploy fully. The lead was explanted and replaced. No patient complications have been reported as a result of this event.